Event description:
Reporter alleged the customer couldn't test on the advantage system because of an error and he began experiencing hypoglycemia. Reporter stated she had to give him chill for treatment. No other actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.